Event description:
As stated by the customer (B)(6) 2012: as the caregiver was filling the tub and just before the water reached the fill line, the tub wiggled. The caregiver stopped the fill. The tub fell forward and to the right. There was no pt in the tub during this time. This event occurred pre-bathing. The threads where the broken bolt screws into are stripped, so therefore the entire lower frame and pillars are needed to be replaced.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.